Event description:
The customer reported the access 2 immunoassay system of a unicel dxc 600i synchron access clinical system generated nonreproducible troponin I (accutni+3) results for two patient samples. On an initial run, the instrument generated elevated accutni+3 results for two patient samples. Per laboratory procedure, samples that produce elevated accutni+3 results are retested on an alternate instrument; the two patient samples were retested on an alternate access 2 immunoassay system which generated lower accutni+3 results. The customer stated that elevated accutni+3 results were not released laboratory. There was no impact to patient treatment in connection with this event. The customer did not provide sample information. Beckman coulter (bec) customer technical support verified with the customer that qc results were passing on the date of this event, but the customer did not provide data. A system check prior to this event failed, but passed upon repeat. Accutni+3 calibration also failed on the date of this event; the customer did not provide the calibration curve from which the nonreproducible accutni+3 results were generated.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced all parts for preventative maintenance (pm). The fse then adjusted the ultrasonics voltage as well as the pipettor to reagent cartridge alignment. The system was verified with high sensitivity system check, system check, and quality control (qc); all verification testing passed within instrument and assay specifications.